Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the patient experienced ventricular tachycardia, and a cardioversion procedure was performed. It was further reported that after cardioversion, one of the electrodes on the return electrode adapter became red. The electrode issue was resolved after restarting the radiofrequency generator (rfg). It was surmised that the return electrode may have turned red due to the sudden change in impedance that may have occurred during the cardioversion, and that after restart of the rfg the impedance was in the expected range again and the electrode 1 was green again. The case was completed with pulsed fieldablation (pfa) and radiofrequency (rf). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: model# corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.